Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm on the device. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that while they were exercising they received a button error alarm. Customer's blood glucose reading was 86 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they usually take off their insulin pump while exercising but did not do so this time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.